Event description:
A pt had a loss of therapeutic effect with their device turned on. No stimulation sensation was felt despite reaching the upper limit for both programs. The pt believed the onset of the issue occurred as a result of a recent flight she took. On the return flight, the pt noticed the change of therapeutic effect. The pt's legs were effected. The pt's status was noted as being good. A physician appointment was scheduled for (B)(6) 2010. The pt's outcome was not reported. Additional info is being requested from the hcp, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).